Event description:
The flexcath steerable sheath was placed in the patient and the arctic front catheter was inserted into the sheath. The physician withdrew four 10cc syringes of air from the sheath. The flexcath steerable sheath was replaced and there were no further issues. No adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.